Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that performing a bolus her pump did not vibrate. Her blood glucose was 267 mg/dl. The customer stated that her pump is set to vibrate. She was assisted in performing a self-test and the pump did not vibrate. She was advised that the insulin pump would need to be replaced, to discontinue use of the pump and revert to a backup plan per her doctor¿s orders. The pump will be returning for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was tested with no vibrate anomaly noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.